Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional information: b5: d11: updated concomitant devices. H3, h6: a product investigation was conducted. Visual inspection: the tfna fem nail ø11 le 130° l380 timo15 (part#: 04.037.159s, lot#: h833641) was received at us cq. Upon visual inspection, it was observed that the complaint device was broken at the helical blade slot. Drill marks were observed around the point of breakage. The proximal head of the nail, above the point of breakage, had some scratches, which were consistent with cosmetic damage only. No other issues were identified with the returned device. Dimensional inspection: dimensions measured per relevant drawings. Specified dimensions: proximal head od. Measured dimensions: proximal head od, above break: conforming. Proximal head od, below break: conforming. Document / specification review: the relevant document(s) were reviewed: no design issues or discrepancies were identified. Investigation conclusion: the complaint condition was confirmed for the tfna fem nail ø11 le 130° l380 timo15 (part#: 04.037.159s, lot#: h833641), as the proximal end of the device had broken off through the walls of the helical blade opening of the nail. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Product issue escalation (pie) and product issue assessment (pia) tasks were launched previous to this complaint to investigate tfna nail breakage and associated drill marks / damage at the head element hole / blade aperture. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 19-apr-2019, expiration date: 01-feb-2029, part number: 04.037.159s, 11mm/130 deg ti cann tfna 380mm / left- sterile, lot number: h833641 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 2l97677, lot quantity: 95. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: h761707, lot quantity: 1,000, work order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, lot number: h814812, lot quantity: 80, work order traveler met all inspection acceptance criteria. I part number: 21127, timoagri16.00, lot number: h808202, lot quantity: 2,478 lbs. Certificate of analysis dated 13-dec-2018 was reviewed and determined to be conforming. Lot summary report dated 04-jan-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the trochanteric fixation nail advanced (tfna) nail had broken postoperatively at the aperture in line with normal breakages of proximal femoral nails. It occurred approximately 4/12 post operation requiring revision. Complicated fracture pattern. Concomitant device reported: helical blade (part#: 04.038.395s, lot#: 3l44547, quantity: 1); locking screw (part#: unknown, lot#: unknown, quantity: unknown).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown date, a trochanteric fixation nail (advanced) tfna nail failed. Patient underwent revision surgery. Concomitant devices: tfna helical blade (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown. This report is for a 11mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.